Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the device changeout procedure the right ventricular (rv) lead was noted to have high thresholds and intermittent capture. It was further reported that a venogram showed the vessel on the left was occluded so the lead was capped and its replacement was implanted on the patient's right side. No further patient complications have been reported as a result of this event.